Event description:
A magellan hypodermic safety needle (25gx5/8") from lot #606126, exp: (B)(6)2021, upon inspection after opening sealed, sterile package, and removal of protective plastic needle sheath was found to have a very fine hair-like or dust-like thread (possibly a plastic thread) wrapped around the needle from tip of the bevel to end of the exposed shaft.